Manufacturer narrative:
(B)(4). Customer stated that product will not be returned because a malfunction was not alleged and aware that the device is not designed to detect infiltrations. The event logs have been rec'd. The log review has not been completed. A f/u report will be submitted when the log review is complete.

Event description:
Customer reported the right forearm peripheral IV on a premature male infant infiltrated. The infiltration was identified at 1500 and the physician was notified. The IV catheter was removed, swelling from the wrist to the armpit was reported and medical intervention was required. Hyaluronidase sq 0.75 ml was injected (150 units) in 5 separate injections around and wound, followed by 10 ml of ns injected sq around the periphery of the wound. A new peripheral line was placed in the left leg. A central line was placed 2 days later. Customer requested an event log review to determine if any alarms occurred at the time of the event. Discussed with the customer that the alaris system is not designed to detect infiltrations. Stated he is aware the device will not detect infiltrations but would like an event log review for the time of the event.